Manufacturer narrative:
This is 2 of 3 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 38(no motor movement or negligible movement. Retries to free a stuck motor failed) and the insulin pump was over-delivering the insulin and the insulin pump was exposed to fluid. The customer also reported leaks in the reservoir past the first o-ring. Blood glucose value at the time of event was 60 mg/dl. The customer was treated with glucagon and carbohydrate intake and the emergency medical services were dispatched. The event involved product(s) mmt-1884, mmt-332a, unomedical, unk_ngp. Troubleshooting was partially performed for low blood glucose event, it was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was partially performed for reservoir leaks, fluid in pump as the customer declined further troubleshooting. Troubleshooting was performed for the pump error, the customer was able to clear the alarm and unable to completed the rewind. The customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode.no further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_ngp.